Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 1166r3005 (iliac dissection). Event(s) description: per fce worksheet: at completion of the case, there were no issues removing the catheter from the introducer. Upon removal of the introducer from the right femoral artery, the patient developed an iliac dissection. Bleeding controlled with a coda balloon from the contralateral side. A gore viabahn covered stent was inserted and the dissection was covered. Patient recovered and is doing fine as of four hours post implant. Per crf: ae003-right external iliac artery tear due to procedure. The right iliac dissection was repaired with gore viabahn stent and noted to be not recovered/not resolved. The subject received 5 units of prbcs. There is a causal relationship to the study procedure and unrelated to the study device.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by (B)(4) in relation to this event as follows: a review of the manufacturing documentation for lot# 278384 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 278384to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot#278384 were shipped to (B)(4) on 19-may-2015. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on the complaint review and the event description for this complaint, the root cause classification assigned to this complaint is 'anticipated procedural complication'. Anticipated procedural complication is where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion there is no requirement to escalate this complaint any further. Device not returned to manufacturer.

Event description:
Initial complaint description received is as follows: '(B)(4) (iliac dissection). Event(s) description 1:per fce worksheet: at completion of the case, there were no issues removing the catheter from the introducer. Upon removal of the introducer from the right femoral artery, the patient developed an iliac dissection. Bleeding controlled with a coda balloon from the contralateral side. A gore viabahn covered stent was inserted and the dissection was covered. Patient recovered and is doing fine as of four hours post implant. Per crf:(B)(4)-right external iliac artery tear due to procedure the right iliac dissection was repaired with gore viabahn stent and noted to be not recovered/not resolved. The subject received 5 units of prbcs. There is a causal relationship to the study procedure and unrelated to the study device.'